Manufacturer narrative:
H3 - device evaluation: the lens was returned in in liquid in a microcentrifuge vial. The visual inspection found the haptic and optic torn. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.00/+4.5/093 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2022 but the problem was not resolved, so the lens was removed. The lens was replaced with a longer lens but the problem was not resolved. See MFR. Report # 2023826-2023-04773 for replacement lens. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).